Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic submucosal dissection (esvd) procedure performed on (B)(6) 2025. During the procedure, the bands could not be deployed properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the physician opted for observation as the initial intervention to address the event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic submucosal dissection (esvd) procedure performed on (B)(6) 2025. During the procedure, the bands could not be deployed properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the physician opted for observation as the initial intervention to address the event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed damage to the bands. The slack had not been taken up, although there was evidence that the loop was secured to the post. No other problems with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." The reported event of bands unable to deploy was confirmed.the bands were found to be damaged, which may be related to the physician's technique or the manner in which the device was handled during deployment using the handle. It is possible that the device's positioning or anatomical tortuosity during the procedure affected the handle's functionality. Additionally, depending on the method used to grasp the varix or polyp with the ligator unit, procedural movement may have displaced the suture, preventing proper band deployment. Therefore, this issue will be classified as "adverse event related to procedure". It was found that the instructions for use were not followed, as the slack was not taken up from the handle slot. This may have impacted the proper deployment of the bands once the ligator housing was installed onto the endoscope, potentially causing the trip wire to malfunction and preventing it from working in coordination with the handle during band deployment. Based on all gathered information, the probable cause selected is failure to follow instructions.